Manufacturer narrative:
Per tandem's pump user guide: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 353 mg/dl. Reportedly, the customer uses novalin r insulin within the cartridge. Tandem's technical support educated customer on cartridge/insulin labeling. Additionally, it was reported that a resume pump alarm occurred when the user stated that they did not stop insulin delivery. Reportedly, the pump supplies were changed to address these events and insulin delivery was resumed.